Event description:
A report was received that the patient had an infection at the lead incision site. The patient's symptoms were pus and swelling at the site. The patient was prescribed oral antibiotics.

Manufacturer narrative:
A review of the manufacturing documentation implanted paddle lead revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.